Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) treatment procedure, a shaft detachment occurred. The 100% stenosed target lesion was located in the moderately tortuous anterior tibial artery. While preparing the 2.50mm x 1.50cm small peripheral flextome balloon catheter, it was difficult to remove the balloon protector (bp) from the device. Therefore, the physician forcibly pulled the bp and the shaft detached at the guide wire lumen. No patient complications were reported and the patient status is good.

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) treatment procedure, a shaft detachment occurred. The 100% stenosed target lesion was located in the moderately tortuous anterior tibial artery. While preparing the 2.50mm x 1.50cm small peripheral flextome balloon catheter, it was difficult to remove the balloon protector (bp) from the device. Therefore, the physician forcibly pulled the bp and the shaft detached at the guide wire lumen. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned in two sections as a result of a break in the shaft. The shaft from approximately 24.2cm to 24.8cm inclusive was stretched. The break was located at 25cm from the catheter tip. This damage is consistent with the reported force used to try and remove the balloon protector. It was not possible to apply negative pressure to the balloon as the device was broken. The balloon protector was removed with no issues. All blades were present and fully bonded to the balloon. The balloon and tip were microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).